Event description:
The customer reported that the battery was not detected. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not detected. There was no report of pt involvement. The battery was evaluated at philips and the failure was confirmed. The mrx also failed to power up on battery power. Philips sent the customer a new battery which resolved the failure.